Event description:
Physio-control engineering is investigating an intermittent problem where the device power button led illuminates upon pressing the button, but the rest of the system fails to boot up. There is not pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.